Manufacturer narrative:
Complaint no: (B)(4). On an unspecified date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if dianeal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.